Event description:
It was reported that the customer had a low battery and a blank display on the insulin pump. Customer stated that she keeps putting in batteries, but nothing is happening. Customer's blood glucose level was 292 mg/dl. Troubleshooting was performed and the display returned after the customer inserted a new battery. Customer was advised to monitor the pump. A replacement battery cap will be shipped as a courtesy to rule out any possible issues with the battery cap. Customer received a battery out limit alarm when the display returned. Customer was assisted with clearing the alarm. It was explained that this is normal pump behavior. Customer declined troubleshooting for lost sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.